Event description:
It was reported that device interrogation with programmer took longer time than usual. The problem existed despite trying another programmer. The parameters could be programmed without further consequences.

Manufacturer narrative:
(B)(4).